Event description:
It was reported that following the implantation of an elevate anterior the patient had difficulty emptying their bladder. The event is considered ongoing. No further patient complications were reported in relation to this event. Additional information received. It was reported that adverse event is considered not recovered/ not resolved (continuing) on (B)(6) 2015. Additional information received. It was reported that a catheter was placed. No further patient complications were reported in relations to this event.